Event description:
Additional information received reported the patient¿s leads were replaced on (B)(6). Additional information received the next day reported high impedances were found. No malfunctions were seen and the cause of the issue was not determined. The patient¿s device was fully replaced. It was noted the patient was doing good and had good therapy.

Event description:
It was reported that the patient's device stopped working. It was noted that there was no stimulation sensation; "no more impulses were coming out." It was noted that the patient's implantable neurostimulator (ins) was fully charged and she was able to communicate with both the patient programmer and the recharger. It was noted that the patient had increased stimulation up to 6.0 volts and felt nothing. It was noted that the patient tried decreasing stimulation and increasing slower, turning stimulation off then back on, and tried changing position to both standing and lying, yet there was no stimulation sensation after doing any of those. It was noted that this started two to three days ago and before this the patient stated it was working all the time. It was noted that there were no falls or trauma. It was noted that the patient usually had stimulation between 2.5 and 3 volts depending on the pain level and the highest she went was 4.0 volts. It was noted that the patient charged the ins regularly and did no let it go lower than 30 to 50 percent. Additional information received reported that all contact pairs were showing greater the 3600 ohms. It was noted that the patient started to feel intermittent on and off sensation about 2 weeks ago and was now not feeling any stimulation with current programming even with the voltage "maxed out." It was noted that the patient had started exercising when she noticed the change in stimulation. It was noted than an x-ray was done by the physician but nothing remarkable was seen.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007: product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007: product type lead. (B)(4).